Event description:
Caller reported potential false negative troponin I (tni) result on triage cardiac panel vs. Beckman access2. Pt was admitted to the hospital (unrelated to results). Physicians and lab analysts suspect heterophile interference.

Manufacturer narrative:
Product support tested returned samples on cardiac w46976 and access 2, pre and post hama treatment. Lot w46962 involved in complaint was not available from quality control retains at time of testing. In-house calibrator (positive control) was also tested. No issues observed on calibrator h and pt sample traces or devices. Pt sample tested tni at <0.05 ng/ml pre and post hama treatment on triage meter. Results from access2 meter during pre and post hama treatment were 17.3 ng/ml and 25.4 ng/ml respectively. Post treatment tested 32% lower than pre treatment. No corrective action required at this time as no product deficiency was established.